Event description:
On 10/nov/2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired on the cycler. There were no reported allegations that the death was related to any product related issues. Rather, the rn notified customer service to deactivate the patient¿s account. In an additional follow-up call, the patient¿s pd nurse reported that on (B)(6) 2023 (at approximately 3am on the morning), the patient was found deceased (in his home) still attached to the cycler. Per the nurse, the patient had completed the pd treatment. It was reported that the patient was pronounced deceased at home and was not brought to the hospital. No further details about the events leading up to death were provided. The pd nurse indicated that the death was not suspected to be related to fresenius products. The nurse confirmed the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. The nurse indicated the autopsy report was pending and the exact cause of death was unknown. No further information was available as it was reported by the nurse that the patient has been discharged from the clinic system.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired on the cycler. There were no reported allegations that the death was related to any product related issues. Rather, the rn notified customer service to deactivate the patient¿s account. In an additional follow-up call, the patient¿s pd nurse reported that on (B)(6) 2023 (at approximately 3am on the morning), the patient was found deceased (in his home) still attached to the cycler. Per the nurse, the patient had completed the pd treatment. It was reported that the patient was pronounced deceased at home and was not brought to the hospital. No further details about the events leading up to death were provided. The pd nurse indicated that the death was not suspected to be related to fresenius products. The nurse confirmed the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. The nurse indicated the autopsy report was pending and the exact cause of death was unknown. No further information was available as it was reported by the nurse that the patient has been discharged from the clinic system.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A as received with reduced dwell) simulated treatment was performed and completed. The sound (noise) emitted from the cycler during the test treatment was normal. System air leak test passed. Valve actuation test passed. Safety clamp test passed. Teach pump test passed. Voltage verification check passed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 10/nov/2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired on the cycler. There were no reported allegations that the death was related to any product related issues. Rather, the rn notified customer service to deactivate the patient¿s account. In an additional follow-up call, the patient¿s pd nurse reported that on (B)(6) 2023 (at approximately 3am on the morning), the patient was found deceased (in his home) still attached to the cycler. Per the nurse, the patient had completed the pd treatment. It was reported that the patient was pronounced deceased at home and was not brought to the hospital. No further details about the events leading up to death were provided. The pd nurse indicated that the death was not suspected to be related to fresenius products. The nurse confirmed the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. The nurse indicated the autopsy report was pending and the exact cause of death was unknown. No further information was available as it was reported by the nurse that the patient has been discharged from the clinic system.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinal review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Based on the information available, the cause of the patient¿s death cannot be determined; the patient¿s autopsy report was not available. However, there were no reported allegations that the patient¿s death was related to any issues with the fresenius cycler.